Manufacturer narrative:
Customer reported that their AED will not power on. The customer stated that they inserted test battery, and they received service code 7010. Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
Customer reported that their AED will not power on. The customer stated that they inserted test battery and they received service code 7010. The AED maintenance activity was not reported. They did not report that this event occurred during patient use.